Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. In this case svd led to stenosis and regurgitation. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article: "successful use of 20mm sapien 3 for valve-in-valve intervention within a 19mm degenerated aortic bioprosthetic valve," international journal of cardiology 203 (2016), 156-157. In this case, an (B)(6)-year-old female with a history of aortic valve replacement (19mm carpentier-edwards perimount), enlargement of the aortic outflow tract with a bovine pericardial patch and multivessel bypass grafting approximately thirteen (13) years ago developed nyha class IV heart failure. Echocardiography demonstrated severe aortic bioprosthetic valve stenosis with a vmax of 4.06 m/s, a mean aortic valve gradient 41.8 mm hg, a valve area of 0.42cm2, moderate to severe regurgitation and ejection fraction of 35%. A 20mm sapien 3 transcatheter valve was implanted inside the disabled 19mm aortic valve via valve-in-valve intervention. There were no complications reported. Both devices remain implanted.